Event description:
Customer reported the batteries for his insulin pump are not lasting more than a couple of days. The alarm history showed two separate alarms. Customer has to reset the device every time the device alarms. The screen goes blank and the only way to fix it is by putting in new batteries. Customer is getting an upgrade because the device is thirteen years old. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Device was received with high pumping currents due to faulty connectors. Device passed 7.2 unit bolus and occlusion tests and no excessive "no delivery" alarm. No blank display noted. Device had cracked overlay, scratched overlay and cracked case underneath overlay.